Manufacturer narrative:
Device investigation: results: this catheter is kinked in the proximal portion approximately (30.7cm) from the hub. The dilator is in good condition. A 0.088" mandrel was introduced into the hub and advanced distally until it reaches the kinked area approximately (27.5 cm) from the hub. This catheter is non-functional. Conclusion: the dilator was inserted through the hub of the catheter and advanced distally until it reached the kinked area in proximal portion of the shaft. The sheath cannot be fully inserted in to the catheter. The complaint has been evaluated and confirmed. It is likely that the dilator could not be inserted into the catheter due to the kink in the proximal portion of the catheter shaft. The cause of the kink could not be determined. However, it may have occurred during removal from the packaging and preparation of the device for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The dilator does not fit through the catheter. The catheter may be misshapen. Product was not used in patient.